Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection; adverse soft tissue reaction to particle debris (right) revision njr number: (B)(4), primary asa: p2 - mild disease not incapacitating. Product not revised and has no complaint stated against the component: profemur® l hip stem size 5 ha coated, pha05510, lot: 38564025. Profemur® neck a/r var/val 1 long, pha01224, lot: 48573065. Procotyl l beaded and ha coated cup size 56mm, pha06266, lot: 88644639.